Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011. It was reported that during the implant procedure, the physician placed a percutaneous lead in the pt but was having difficulty steering it. The physician decided to remove the epidural needle and add the introducer. It was reported that the physician was unable to fully insert the bent stylet or straight stylet into the lead. The physician allegedly removed the introducer and then removed the lead. It was reported that the lead appeared kinked. The physician decided to use a new lead to complete the case. No further pt complications were reported.